Event description:
Two areas side by side were burnt, each area approximately 2x2 cm in size. It hurt a lot. Burns 2nd degree, at the back, right, bottom [burns second degree] , she reported to be fallen asleep for about 1h [device use error] , . Case narrative:this is a spontaneous report from a contactable pharmacist via a sales representative. A (B)(6) female patient of an unspecified ethnicity started to use thermacare heatwrap (thermacare heatwrap) superficial administration, a single time on (B)(6) 2016 for an unspecified indication. Medical history included ongoing (B)(6), joint pain, heroin withdrawal therapy, and swallowing pain. Concomitant medications included sulfamethoxazole, trimethoprim (bactrim forte) orally and ongoing at 800/160 (units not provided) on mondays, wednesdays, fridays for infection prophylaxis; ketoprofen (fastum) gel, taken "locally" 1-2x per day and ongoing for joint pain; (B)(6); methadone hydrochloride (methadone) orally and ongoing at 65 mg once daily for heroin withdrawal therapy; and lidocaine solution 2% orally and ongoing at one tablespoon three times daily for swallowing pain. The pharmacist stated a customer stated that she has used the patch correctly, not too long; she reported to be fallen asleep for about 1 hour 2 areas side by side were burnt, each area approximately 2x2 cm in size. It hurt a lot. The pharmacist further reported that on (B)(6) 2016 the patient experienced burns, at two sites next to each other, of a size of 2x2 cm, also reported as burns on the back, right, bottom, burns second degree, two sites, each approximately 2x2 cm. The pharmacist considered the events related to the use of the thermacare product. No seriousness assessment was provided. The action taken in response to the events for thermacare heatwrap was permanently withdrawn on (B)(6) 2016. As a treatment for the burns, flamazine cream with telfa was used for the event burns second degree. No surgical intervention, such as debridement, was required. It was unknown if the patient will experience long-term sequelae such as scarring. It was also reported that the patient did not take topical medications at the time of the adverse events. The outcome of burns second degree was resolving. The outcome of she reported to be fallen asleep for about 1h was unknown. Additional information has been requested and will be provided as it becomes available. Follow-up (21dec2016): new information received from the same contactable pharmacist includes: updated age, suspect product start date, dose, action taken; concomitant medications, subsumed event burns second degree into event burn, updated event outcome and treatment; pharmacist's causality assessment. Follow-up attempts are completed. No further information is expected. Company clinical evaluation comment based on the information provided, the reported events burns second degree and device usage process as described in this case are considered serious bodily injuries potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device., comment: based on the information provided, the reported events burns second degree and device usage process as described in this case are considered serious bodily injuries potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device.

Manufacturer narrative:
This investigation was conducted for an unknown lot number lower back/hip (lbh) 8-hour product. The root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and /or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a trend identified related for the subclass adverse event safety request for investigation. Site sample status was not received.

Event description:
Event verbatim [preferred term] two areas side by side were burnt, each area approximately 2x2 cm in size. Burns 2nd degree, at the back, right, bottom [burns second degree], fallen asleep for about 1 hour 2 areas side by side were burnt [device use error]. Case narrative:this is a spontaneous report from a contactable pharmacist via a sales representative reporting for a patient. A 49-year-old female patient started to use thermacare heatwrap (thermacare lower back & hip) a single time on (B)(6) 2016 for an unspecified indication. Medical history included ongoing human immunodeficiency virus (hiv) disease, ongoing joint pain, ongoing heroin withdrawal therapy, ongoing swallowing pain and ongoing infection prophylaxis. Concomitant medications included ongoing sulfamethoxazole, trimethoprim (bactrim forte) orally at 800/160 (units not provided) on mondays, wednesdays, fridays for infection prophylaxis; ongoing ketoprofen (fastum) gel, taken "locally" 1-2x per day for joint pain; cobicistat, elvitegravir, ongoing emtricitabine, tenofovir alafenamide (genvoya) orally at 1 tablet once daily for hiv; ongoing methadone hydrochloride (methadon) orally at 65mg once daily for heroin withdrawal therapy; and ongoing lidocaine solution 2% orally at one tablespoon three times daily for swallowing pain. The pharmacist reported a customer stated that she had used the patch correctly, not too long; she reported to be fallen asleep for about 1 hour 2 areas side by side were burnt, each area approximately 2x2 cm in size. It hurt a lot. The pharmacist further reported that on (B)(6) 2016 the patient experienced burns, at two sites next to each other, of a size of 2x2 cm, also reported as burns on the back, right, bottom, burns second degree, two sites, each approximately 2x2 cm. The pharmacist considered the events related to the use of the thermacare product. No seriousness assessment was provided. Action taken in response to the events for thermacare heatwrap was permanently withdrawn on (B)(6) 2016. As a treatment for the burns, flammazine cream with telfa was used for the event burns second degree. No surgical intervention, such as debridement, was required. It was unknown if the patient will experience long-term sequelae such as scarring. It was also reported that the patient did not take topical medications at the time of the adverse events. The outcome of burns second degree was resolving. The outcome of fallen asleep for about 1 hour 2 areas side by side were burnt was unknown. According to the product quality complaint group: description of complaint: burning at two skin locations; reasonably suggest device malfunction: no. This investigation was conducted for an unknown lot number lower back/hip (lbh) 8-hour product. The root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Site sample status was not received. Follow-up (21dec2016): new information received from the same contactable pharmacist includes: updated age, suspect product start date, dose, action taken; concomitant medications, subsumed event burns second degree into event burn, updated event outcome and treatment; pharmacist's causality assessment. Follow-up (12dec2016): this follow-up is being submitted to notify that an investigation of the device is unable to be conducted. Follow-up attempts have been completed and no further information is expected. Follow-up (18mar2020): new information received from the product quality complaint group included investigational results. Follow-up attempts are completed. No further information is expected., comment: based on the information provided, the reported events burns second degree and device use error as described in this case are considered serious bodily injuries potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. There is not a complaint trend for any class(es) associated to the suggested key product complaints database terms. No further investigations or actions are suggested at this time.

Event description:
Event verbatim [preferred term] two areas side by side were burnt, each area approximately 2x2 cm in size. Burns 2nd degree, at the back, right, bottom [burns second degree] , fallen asleep for about 1 hour 2 areas side by side were burnt [device use error] , . Case narrative:this is a spontaneous report from a contactable pharmacist via a sales representative. A (B)(6) year-old female patient of an unspecified ethnicity started to use thermacare heatwrap (thermacare heatwrap) a single time on (B)(6) 2016 for an unspecified indication. Medical history included ongoing human immunodeficiency virus (hiv) disease, joint pain, heroin withdrawal therapy and swallowing pain. Concomitant medications included sulfamethoxazole, trimethoprim (bactrim forte) orally and ongoing at 800/160 (units not provided) on mondays, wednesdays, fridays for infection prophylaxis; ketoprofen (fastum) gel, taken "locally" 1-2x per day and ongoing for joint pain; cobicistat, elvitegravir, emtricitabine, tenofovir alafenamide (genvoya) orally at 1 tablet once daily ongoing for hiv; methadone hydrochloride (methadone) orally and ongoing at 65mg once daily for heroin withdrawal therapy; and lidocaine solution 2% orally and ongoing at one tablespoon three times daily for swallowing pain. The pharmacist reported a customer stated that she has used the patch correctly, not too long; she reported to be fallen asleep for about 1 hour 2 areas side by side were burnt, each area approximately 2x2 cm in size. It hurt a lot. The pharmacist further reported that on (B)(6) 2016 the patient experienced burns, at two sites next to each other, of a size of 2x2 cm, also reported as burns on the back, right, bottom, burns second degree, two sites, each approximately 2x2 cm. The pharmacist considered the events related to the use of the thermacare product. No seriousness assessment was provided. Action taken in response to the events for thermacare heatwrap was permanently withdrawn on (B)(6) 2016. As a treatment for the burns, flammazine cream with telfa was used for the event burns second degree. No surgical intervention, such as debridement, was required. It was unknown if the patient will experience long-term sequelae such as scarring. It was also reported that the patient did not take topical medications at the time of the adverse events. The outcome of burns second degree was resolving. The outcome of fallen asleep for about 1 hour 2 areas side by side were burnt was unknown. Additional information has been requested and will be provided as it becomes available. Follow-up ((B)(6) 2016): new information received from the same contactable pharmacist includes: updated age, suspect product start date, dose, action taken; concomitant medications, subsumed event burns second degree into event burn, updated event outcome and treatment; pharmacist's causality assessment. Follow-up ((B)(6) 2016): this follow-up is being submitted to notify that an investigation of the device is unable to be conducted. Follow-up attempts have been completed and no further information is expected. Company clinical evaluation comment: based on the information provided, the reported events burns second degree and device usage process as described in this case are considered serious bodily injuries potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device., comment: based on the information provided, the reported events burns second degree and device usage process as described in this case are considered serious bodily injuries potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device.